Event description:
The customer has reported that holster is giving a loud noise when activated during the "sample" mode during a breast biopsy procedure. It was reported there were problems with the cable staying connected. There have been no patient consequences reported.

Manufacturer narrative:
Date sent: 05/05/2009. Evaluation summary: based on analysis results, the complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the rotational cable due to the lemo connector was cracked and replaced the electrical cable due to the locking tabs were bad. Parts replaced that were not related to the customer complaint were the bent port shaft, encoder, loose transmission clamp, pcb board and the safety latch. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.